Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty aspirating is confirmed and was determined to be use related. One 4 fr single lumen groshong with flushing hub and stiffening stylet inserted was returned for evaluation. An initial visual observation showed use residue throughout the catheter sample. Bends were observed in the stylet near the 41 cm and 42 cm depth markers and a slight bend was observed in the stylet near the 38 cm depth marker. An attempt was made to aspirate water through the sample with a 12 ml syringe and the sample was found to be patent to aspiration. The sample was then flushed with a 12 ml syringe of water was found to be patent to infusion and a spraying leak was observed in the catheter between the 38 cm and 39 cm depth markers. A microscopic observation revealed three longitudinal splits between the 38 cm and 39 cm depth markers, one larger split on one side of the catheter and two smaller splits on the opposite side. A shallow scalloped pattern was observed in the splits. The catheter was dissected in order to observe the inner wall of the catheter and more extensive damage was observed with patterned indentations that matched the braided coils of the stylet. The shape, location, and extent of the damage observed on and within the catheter is evidence of stylet damage, which could have caused difficulty aspirating the sample. This stylet damage likely occurred due to compression of the catheter with the stiffening stylet still inserted. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that the catheter was placed into a suitable position while blood could not be drawn. The catheter was found to have a hole in it. There was no reported patient injury.